Event description:
It was reported that on (B)(6) 2008, a 3.5 x 28 mm xience stent was successfully implanted in the proximal circumflex artery. Approximately 34 months later, the patient experienced exertional chest pain with diaphoresis. Angiogram showed severe 3 vessel disease, including the mid-circumflex artery. The patient underwent coronary artery bypass grafting on (B)(6) 2011 and was discharged to home on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: there were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.